Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the homefill oxygen cylinder refill m9 post valve brass fitting was fractured, which confirmed the original complaint issue. However, the underlying cause could not be determined. There was no injury associated with this event, however, it has been determined that should the malfunction recur, the device would be likely to cause or contribute to a death or serious injury.

Event description:
Dealer reported that while the (B)(4) cylinder was attached to an invacare homefill unit the stem allegedly shot off the end of the cylinder causing the cylinder to go through a sliding glass door in the bedroom.

Manufacturer narrative:
There was no injury associated with this event, however, it has been determined that should the malfunction recur, the device would be likely to cause or contribute to a death or serious injury. Should additional information become available, a supplemental record will be filed.

Event description:
Dealer reported that while the hf2post9 cylinder was attached to an invacare homefill unit, the stem allegedly shot off the end of the cylinder causing the cylinder to go through a sliding glass door in the bedroom.